Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to user error. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.